Manufacturer narrative:
The device was requested but has not been returned for investigation. The meter DHR was referenced and the meter left the manufacturing facility within specification. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. Bgstar field returns involved in similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed to the high blood glucose readings. Insulin, diet or exercise may have contributed to the reported hypoglycemia. No medical intervention or hospitalization was reported. This event will continue to be trended.

Event description:
The reporter alleges the bgstar meter is inaccurate, too high, and that the bgstar was unable to detect hypoglycemia. Additionally, the reporter states an incorrect dosage of insulin was administered due to the high readings causing the hypoglycemia.